Event description:
Device malfunction: foot break. Time of malfunction: unk. Symptoms/ae: hemostasis achieved by unk method. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an unspecified procedure. Reportedly, the device was returned stating "device failed". Detailed case description is unk by the site reporter. Hemostasis was achieved by unk method. During device eval in 2008, a posterior foot break was found. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: eval of the returned device found a posterior foot break. The plunger, suture, link cuffs and needle were not returned with the device. We were unable to determine the root cause based on the investigation findings. No manufacturing issues were detected. Review of the device history record for this lot did not produce any findings relevant to this investigation.